Manufacturer narrative:
The investigation into the reported issue has been completed. No device was received for evaluation. The root cause of the stroke was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient implanted with an impella cp suffered a cerebral hemorrhage. The pump was surgically removed in response to the condition. No patient harm was reported.